Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) conducted on-site follow-up with the customer. The sample needle and syringe tip were replaced. The stator and inyector valve parts were cleaned. In addition, the fse upgraded software to latest ver. 5.23, enabled barcode option m. He then primed the instrument and ran quality controls (qc) with satisfactory results. Since the instrument was functioning as intended, no additional activities by field service were required. The most probable cause of the reported event was due to a defective large syringe and sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported low total area on their first sample in the rack on their g8. The customer was unable to report hba1c patient samples in that position. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.